Event description:
A healthcare worker reported that following an intraocular lens (iol) implant procedure, the patient was not able to adjust to the lens. They indicated that the lens was the "wrong power". The iol was exchanged approximately one month after the initial procedure. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
The product was not returned. Product evaluation:the customer indicated the use of an approved cartridge and handpiece with a viscoelastic which in not approved for this combination. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The 22.0 diopter lens was replaced with an 21.0 diopter lens.